Event description:
It is reported by pt that he had constant pain 24 hours a day since time of surgery on (B)(6) 2010. Revision surgery not performed.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the device in the u.s. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for explanted device history records were reviewed and found to be conforming. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. Should additional info becomes available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).